Event description:
A nurse reported that an intraocular lens (iol) was removed from a patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on 08/23/2012, 08/30/2012 and 09/14/2012 by phone, fax, and mail. (B)(4).